Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed distal stent damage. A distal strut was raised. There were also kinks identified along the entire length of the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the 2nd obtuse marginal branch. A 3.0x20mm promus element stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.